Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced an "unexpected intermittent switch off." The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported intermittent power off issue. There were no anomalies observed during analysis. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.